Event description:
Allegedly, eprd reported 7 new complications for advance stature® revision (5 other and 2 unknown events). First revision surgery. No further information was reported. This incident is capturing 2 unknown events.